Manufacturer narrative:
The reported event of charge time limit being reached was confirmed through review of the device image. The hv capacitors were removed and sent to the manufacturing site for further evaluation. An internal capacitor anomaly was found causing the reported event of charge timeout.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator had an alert for charge time exceeded. Device replacement was discussed. The patient was fine.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was stable after the procedure.